Manufacturer narrative:
Philips has investigated this complaint and according to the additional information collected, the system was outside of use at the time the issue occurred. A philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch (wfs) had connection problems. A philips field service engineer (fse) examined the system on-site and identified that the wfs, its charger and its base station needed replacement. After replacement, further troubleshooting identified a damaged pin in the table base connection box, which connects the wfs base station to the system. After replacing the table base connection box, the system was returned to use in good working order. The defective wfs, wfs base station and wfs charger were returned to philips for further analysis. Analysis identified a damaged wbs connector, a loose bracket in the wfs and misalignment in the connector of the wfs charger. This complaint investigation has concluded that this event is not associated with any of existing fsca. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had connection problems. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.